Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually examined, and leak tested. Visual inspection of the cylinders revealed that there were three holes leading to leaks that were caused by sharp instrument occurred most likely during explant. Based on the information available and analysis results, the most probable cause of the reported clinical observation of hole/perforation could not be performed.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention to explant the device. Upon explant, a tear was found in the left cylinder and the cylinders were removed. New ipp cylinders were implanted and the remainder of the original components remained implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention to explant the device. Upon explant, a tear was found in the left cylinder and the cylinders were removed. New ipp cylinders were implanted and the remainder of the original components remained implanted. There were no patient complications reported.